Event description:
It was reported that post catheter drainage of para pancreas abscess under the guidance of CT, the patient reported fluid leakage. It was further reported that the fluid leakage was caused by the drainage tube interface crack, and medical gauze was pressurized and wound. Patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One electronic photo were provided for review. The investigation is confirmed for the reported fracture and fluid leak issue as a crack was noted on the hub of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Event description:
It was reported that post catheter drainage of para pancreas abscess under the guidance of CT, the patient reported fluid leakage. It was further reported that the fluid leakage was caused by the drainage tube interface crack, and medical gauze was pressurized and wound. Patient current status is unknown.